Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: dizziness. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-4). The test strip lot manufacturer¿s expiration date is 11/30/2022 and open vial date was not disclosed. The product is not stored according to specification (kitchen). The customer did not have another vial of test strips that had been stored and handled correctly. No physical damage to the device/product was reported. Customer did not recall dropping or mishandling the device/product. Customer declined replacement stating he would return the product to the pharmacy. At the time of the call, the customer reported feeling dizzy; medical attention was not needed at the time.